Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of gastrointestinal injury ('right coil has migrated and is now in the loops of my small bowel/migration/perforation'), device dislocation ('essure embedded in small bowel serosa and mesentery') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included endometrial ablation. Previously administered products included for an unreported indication: yaz on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient was found to have a pregnancy with contraceptive device ("pregnant/post-implant pregnancy"). On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia"), tooth disorder ("dental issue"), fatigue ("chronic fatigue"), arthralgia ("joint pain") and hypoaesthesia ("numbness"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the gastrointestinal injury, device dislocation, autoimmune disorder, dyspareunia, tooth disorder, fatigue, arthralgia and hypoaesthesia outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the third trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered arthralgia, autoimmune disorder, device dislocation, dyspareunia, fatigue, gastrointestinal injury, hypoaesthesia and tooth disorder to be related to essure. The reporter commented: discrepancy of insertion date- (B)(6) 2008. Serious injury criterion: intervention required and event date (B)(6) 2009 were reported, but not specified and/or assigned to one of the events. Per medical record: essure embedded in small bowel serosa and mesentery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: confirmed occlusion. Urinary system x-ray - on (B)(6) 2018: left coil appears in place in pelvic with occlusion of left tube. Right tube patent with no coil. History of flat plate of pelvis with no e/o coil.. X-ray of pelvis and hip - on (B)(6) 2018: again noted is an essure device in the left hemipelvis, with additional essure device in the right lower abdomen/upper pelvis projecting over the right sacral wing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and medical record received. Per pfs events¿ dyspareunia, autoimmune-like symptoms, dental issue, chronic fatigue, joint pain, and numbness¿ were added. Event from mr-essure embedded in small bowel serosa and mesentery. This case is medically confirmed. Patient demographic, medical history, historical medication, lab data (updated), essure insertion/removal date, and concomitant medication were added. Seriousness criterion of previously reported event¿ pregnant¿ was updated to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082879) on 31-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of gastrointestinal injury ("right coil has migrated and is now in the loops of my small bowel") and pregnancy with contraceptive device ("pregnant") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. In 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required). At the time of the report, the gastrointestinal injury outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the third trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for gastrointestinal injury and pregnancy with contraceptive device with essure. The reporter commented: serious injury criterion: intervention required and event date (B)(6) 2009 were reported, but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: confirmed occlusion. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 31-jan-2019. The most recent information was received on 17-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of gastrointestinal injury ('right coil has migrated and is now in the loops of my small bowel') and pregnancy with contraceptive device ('pregnant') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. In 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required). At the time of the report, the gastrointestinal injury outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the third trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for gastrointestinal injury and pregnancy with contraceptive device with essure. The reporter commented: serious injury criterion: intervention required and event date (B)(6) 2009 were reported, but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: confirmed occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-may-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.